Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during device preparation, upon device interrogation, a message was received from the device showing an unexpected condition had occurred. Device was not used and no patient was involved or present. No further information is available.

Manufacturer narrative:
The reported event of error message was confirmed in the laboratory. Final analysis revealed the cause of the error message to be exposure to freezing temperatures before implant. After clearing the message, the device was tested on the bench and using automated testing equipment and no anomalies were found.